Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 480 mg/dl. The customer stated that she was vomiting for ten days prior to the event, and she thought that it was due to medication she was taking for her bladder. The customer was extremely dehydrated, and had lost some kidney function. The customer stated that she had changed the infusion set a few time, but could not get them to work. Offered to troubleshoot the insulin pump, but the customer declined, and requested a replacement instead. The customer stated that the unit has two cracks on the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed cracks on the lcd display window corners, reservoir tube and battery tube threads. Scratches on the ldc window were also noted.